Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "fuse blown" was confirmed. Further defects, independent from main defect, were detected, please refer to inspection section of this report. The software was not up to date. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is "failure of a component within the power supply". Consequently, the main fuse blow for safety reason to prevent further damages. This MDR was submitted after the required reporting timeframe due to an oversight in submitting. The issue was identified on june 2, 2025, when the investigation was completed. Steps have been taken to prevent similar delays in the future. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tl400 the light went off during use and could only be switched on again after "de-energizing". An extension of the surgical procedure by switching the light source back on by less than 15 minutes was reported. No negative impact in state of health reported.